Event description:
Reported a smiths medical ambulatory infusion pumps/cadd solis vip pumps 2120 pump malfunctioned during administering chemo therapy. The pump alarmed no cassette attached properly. Reported no patient harm. The infusion ran was completed after a two hour and 30 minute delay. The infusion is not life sustaining .

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.